Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl due to infusion set issues. Customer treated with the pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the infusion set. No further assistance was necessary.